Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. An assistant at the patient¿s doctor¿s office reported that the patient was vomiting bile and was in diabetic ketoacidosis (dka). She called 911. An ambulance went to her house; emergency medical services (ems) performed a bg which was 485 mg/dl. The cgm was reading 189 mg/dl. She was taken to the hospital, admitted to the intensive care unit (ICU), and treated with an insulin drip. At the time of the report she was doing okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.